Event description:
It was reported the patient receives stimulation in the feet but receives stimulation that is too strong in his legs. The neurosurgeon sent the patient for x-rays. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.